Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately torturous and calcified posterior tibial artery. The 1.5mm x 20mm x 143cm coyote es monorail balloon catheter was advanced to the target lesion. At 14atms a balloon rupture occurred during unspecified inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).